Event description:
An issue was reported where a customer experienced multiple occlusions daily and had to prime the pump to override them in order to bolus for meals. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.